Manufacturer narrative:
Date of implant: (B)(6) 2013. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon brought a patient to surgery with a broken nail for removal. The nail was implanted by another doctor in (B)(6) 2013. The broken nail is a tibial nail which was implanted in a retrograde fashion through the calcaneus and talus, then in to the tibia with the intent of fusing the ankle. However, the tibial-talar joint did not fuse and the nail broke through a screw hole which was at the level of the joint. There was not a screw in the screw hole where the nail broke. The surgeon removed the distal fragment of the nail through the plantar surface of the calcaneus. After numerous attempts to retrieve the other fragment of the nail through the calcaneus were unsuccessful, the surgeon made an approach as if he were implanting a tibial nail, and pushed the broken fragment out through the calcaneus. He then inserted a synthes hindfoot arthrodesis nail with the intent of fusing the tibial-talar joint; this procedure was completed successfully. There was no reported delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: part was received broken through proximal hole. Verified material tialb with niton 06, passed. Dimensional inspection cannot be performed due to damage. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.